Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an lavh, laparoscopically assisted vaginal hysterectomy procedure, the tip fell off after removing the device from the trocar. A like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r92523. Investigation summary: the device was returned with the upper jaw detached and not returned and the I-blade upper tip was broken (lifted). The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.